Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the ruptured bladder was identified. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem; however, no issues were noted. The reported condition was verified. The cause of the reported condition was undetermined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elastomeric balloon reservoir of a small volume infusor ruptured at the time of filling with chemotherapy medicine. This event occurred during therapy setup. There was no patient involvement. No additional information is available.